Event description:
Procedure type: roux-en-y. According to the reporter: the surgeon complained of an unacceptable drag when inserting/removing stapler from trocar. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4)